Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with two 425cc mentor smooth round moderate profile saline breast prostheses, suffered right breast implant deflation and bilateral breast ptosis, post-operatively. It was reported that the patient experienced trauma as they were in a motor vehicle accident. As a result, the patient underwent bilateral removal on (B)(6) 2020 and replacement with the following devices: (right) 375cc mentor smooth round moderate plus profile saline, catalog: 3502375, lot: 9455301, sn: (B)(4) and (left) 375cc mentor smooth round moderate plus profile saline, catalog: 3502375, lot: 9455301, sn: (B)(4). This medwatch form is for the left breast prosthesis.